Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
A legal case for postoperative screw breakage. The patient called accepted scoliosis correction on (B)(6) 2015. The surgery was operated smoothly. In (B)(6) 2015 the patient felt pain and returned hospital. It was reported the screws were broken. The surgeon removed 8 screws, 8 caps and 2 sticks and noted 3 screws were broken on (B)(6) 2016. The internal fixation was not operated. The patient was discharged and transferred to another hospital. The patient family is suing hospital from feedback of sales force. The appeal of patient is unknown. The hospital returned implants and requested quality investigation report.